Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member, foreign) regarding a patient who was receiving ketamine, dilaudid (hydromorphone), and clonidine via an implantable pump. The drug concentration and dose rate for ketamine, dilaudid, and clonidine was unknown. It was reported that the patient travelled out of the united states and felt sick. The patient was hospitalized, totally bedridden, in oxygen, and possibly was getting in ventilator. The patient was not travel ready, and now the patient's pump was beeping (alarming) since it's already out of medicine. The patient representative was asking what they should do as the patient was currently in india. The date 2026-mar-09 is an approximate onset/event date (specific month and year known only). Additional information was received from a company representative on 2026-mar-14. It was indicated that since the patient was implanted with a synchromed iii, they were unable to switch off the pump alarm with their current programmer's software version. It was noted that this had been communicated to both patient and patient's attendant. Support updating the programmer's software version that was compatible with the pump was requested. They had updated the changes for the clinician programmer, and the issue had been resolved regarding switching off the pump alarm. Additional information was later received from a patient representative on 2026-mar-16. The issue with pump alarming had been resolved. They were now questioning if the pump should be refilled or explanted. It was noted that one of the patient's medications was not available in india. They were requesting assistance from a local company field representative. Additional information was received from a patient representative on 2026-mar-19. The patient requested a pump refill with hydrocodone; however, this drug was not available in india as it was not approved for use in the country.

Manufacturer narrative:
B2 update: regarding additional information received, the outcomes attribute to the adverse event no longer includes life threatening as selected on the initial report. H6 update: the previously applied annex code f1203 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The patient¿s age at the time of the event was indicated as 57 years. Regarding the report of the pump alarming / empty pump and patient having been hospitalized, bedridden, in oxygen, and possibly placed on a ventilator, it was indicated that there was no device issue, patient/ therapy issue, procedure issue, programming issue, etc. It was further noted that the device was working perfectly fine. The patient was not placed on ventilator. The cause of the pump alarming/empty pump and patient having been hospitalized, bedridden, in oxygen was not determined. However, it was further reported that the issue was regarding having to switch off the pump alarm and then fill the pump with a drug. The event was resolved. The pump would not be returned to the manufacturer. The pump remained implanted in the patient.